Event description:
It was reported that the epidural catheter was placed for routine obstetric use. During the catheter removal procedure, the pt moved suddenly and when the catheter was removed the catheter was noted to have separated. A portion of the catheter was retained in the pt. There is no plan to remove the piece of catheter. There were no pt complications.